Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reference report 3012447612-2023-00162.

Event description:
It was reported that two polaris 5.5 screw inserters fractured at the tip intra-operatively. The surgery was able to be completed using the same driver without patient impacts. This is report two of two for this event.

Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned for evaluation and images of damage or lot numbers were not provided, therefore an evaluation was unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left highridge control. The device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two polaris 5.5 screw inserters fractured at the tip intra-operatively. The surgery was able to be completed using the same driver without patient impacts. This is report two of two for this event.